Manufacturer narrative:
Device label code for f10. Position 1: 1701 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1738

Event description:
Event: the "rapid gas loss" alarm sounded from the pump. The pump was changed but the alarms continued. On 2/20/1998, the following was reported to datascope: after insertion of the iab without a sheath (difficulty was encountered inserting the balloon), the balloon pump failed to work because of a "gas loss" alarm, "rapid gas loss" alarm, and "check balloon catheter" alarm. All the connections were checked and there appeared to be no problems. The iab was removed and replaced at which time the pump started to augment in a normal fashion. There was no reported pt injury or complication as a result of the event. The pt was progressing after the event. [Event complications]: unknown- reported 1/9/1998; none - reported 2/20/1998. [Pt's current status]: progressing-rpt'd 2/20/199